Event description:
The pt rec'd an scs sys, including an ipg, on (B)(6) 2011. It was reported the pt hit the ipg on her laptop table. Upon making contact with the table, the pt reported feeling immediate overstimulation. The pt has not experienced any overstimulation since. The ipg remains in use. No further pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.